Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A medwatch form was received from the user facility, the information on this medwatch form 3500a was completed by wright medical technology with information received from the user facility. Any missing or incomplete data on form 3500a are the result of information not being provided by the reporter. This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient underwent a shoulder replacement surgery. Allegedly, some time post-op the patient fell and was complaining of pain. The patient went to the ER where it was found the humeral component was broken. The patient underwent a revision surgery and the device was explanted.